Manufacturer narrative:
Qc date and system check data are not provided. The sample was a short draw and turbid in appearance. Per customer, the scientist involved did not follow sample handling procedure. Service was not dispatched. The root cause is user error due to pre-analytical sample.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. Patient sample was rerun on another unit and lower results were obtained. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.